Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient was not able to see any portion of the sensor wire. Patient does not believe that the sensor wire remains in the patient's body. Patient will keep an eye on insertion site. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).